Event description:
It was reported that the patient experienced a stroke two days after the completion of a transcarotid artery revascularization (tcar) procedure. Upon review of magnetic resonance imaging (MRI) of the brain, the surgeon believes the 0.035'' j-wire inadvertently interacted with the lesion that started in the left common carotid artery (lcca) prior to establishment of flow reversal and caused an embolic stroke.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.